Manufacturer narrative:
The distributor of this product incorrectly has identified theirself as the manufacturer of this device and submitted report number, 2939274-2019-60914, on their behalf. The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should information become available at a later date. Have been left blank as the information could not be obtained in this investigation.

Event description:
It was reported to rti surgical on (B)(6) 2020 that a revision surgery had taken place on (B)(6) 2019 involving this device. The index surgery date is unknown.